Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there patient consequence? If yes, please specify. - no consequences. - please provide the lot number. - lot : ucbddgz0 - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - mr. (B)(6) - procurement dep. Impacted product additional information - the vicryl threads splits into multi filaments and eventually broke, doesn't stay unified. Seems to be a problem with all the lot as this happened again today with same lot, same code. The expiration date / the manufacturing date are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown plastic surgery in 2024 and suture was used. During the procedure, 4 sutures of vicryl plus broke during today's interventions at plastic surgery department. There were no adverse consequences reported. Additional information was requested.